Event description:
It was reported that the right atrial (ra) lead exhibited low impedance values. In addition, the right ventricular (rv) lead exhibited high thresholds. The leads were capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2009. Product ID: 4092-58, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).